Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10. Concomitant med products: drill bit device. D4: UDI: lot/serial unknown. (B)(4). H4 device manufacture date: the device manufacture date is unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from canada that during pre-surgery testing it was observed that the drill bit did not stay in place when used with the radiolucent drive device. It was reported that the device fell off. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as the actual device was returned for evaluation. The radiolucent device was evaluated and the reported condition that the device falls off was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the locking mechanism was stiff/stuck, the bearing was corroded, there was corrosion/rusting/pitting, could not engage the attachment, and could not secure/lock the cutter. It was further determined that the device failed pretest for general condition, check function of the movable ring, check the tool coupling, and check the handpiece/attachment coupling. Therefore, the reported condition that the drill bit did not stay in place was confirmed. The assignable root cause was determined to be traced to the user, which is user error. H10 correction: d4: the device serial number was documented as unknown in the initial medwatch report. The serial number (4507) has been updated accordingly. The unique identifier (UDI) has been updated accordingly. UDI - (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI - (B)(4). H4: the device serial number was documented as unknown in the initial medwatch report. The serial number (B)(6) has been updated accordingly. The UDI has been updated accordingly.